Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204(belt/monitor unusable)) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged c783 and c784 on the pca board. The root cause for the defective c783 and c784 could not be positively identified. There was no adverse event that resulted from the damaged belt.